Event description:
A nurse at the user facility reports that an intraocular lens (iol) was damaged in the cartridge of the iol delivery system. The nurse indicated that there was some type of patient impact/injury. However, no explanation was provided. Additional information has been requested.

Event description:
Additional info provided by a nurse at the user facility indicates there was no pt impact/injury associated with this report.